Event description:
It was reported 'when the box was opened, the internal packaging was open, therefore, not guaranteeing sterility.' Product not in contact with patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.